Event description:
It was reported by the patient that they were told by their general physician that their device "was not working/functioning" correctly. The patient indicated that they understood the "little lines were in the wrong spots". Follow-up was conducted to obtain more specific information, but the attempts were unsuccessful. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.